Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that since yesterday they had been experiencing constant pain right by the neurostimulator site, right in the hip area. When asked, they had no falls or trauma or heavy lifting. The patient did mention that yesterday they put on a new mattress pad on their however they said they didn't know if that had anything to do with the pain. When asked about options for monitoring sleeping positions as a troubleshooting step, the patient said that she sleeps in all positions. Patient said last night she woke up on her back which wasn't that common. The patient also said that yesterday the neurostimulator felt warm to the touch but today it felt normal. The agent reviewed device information and the option to turn stimulation off for a period of time to assess if they noticed any changes to pain level. With instruction, patient connected to implant and turned therapy off and said they would keep off for 1-2 hours. Patient said then later they would apply some aspercreme to determine if that helps. The patient was also redirected to notify their healthcare provider (hcp) about the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp reported that what likely cause or contributed to the ins feeling warm to the touch was unknown. They reported that steps taken to resolve the issue were that the patient was seen in their office on (B)(6) 2025 and they suggested to the patient to take aleve twice a day for one week and they increased program e from level 1.6 to 2.0. They reported the issue had not yet been resolved. They reported that the steps taken to resolve the pain by the ins were to follow up in one week if still having pain.